Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was generating heat. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that there was a hole in the hose. It was determined that this was indicative of allowing the hose to come in contact with a sharp object. The assignable root cause was determined to be due to component damage caused by user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.